Manufacturer narrative:
Correction/additional information: b1 + b2: adverse event. B5: patient harm changed. H1: serious injury. H6: codes. Investigation results: visual investigation: the forceps is in a used condition, the driving pin of the movable handle is broken up and is remaining in the upper slider. Vigilance investigator carried out the pictorial documentation visually and microscopically. The driving pin of the handle is broken off. The analysis of the fracture pattern illustrated a forced fracture due to overload, e.g. During handling or reprocessing. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Correction/additional information: patient harm changed to additional medical intervention.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap (B)(4) that a shumacher biopsy/rngurlrg-tpstr240mm (part # er064r) was used during a procedure performed on an unknown date. According to the complainant, one of the forceps' arms fractured while attempting to extract samples from the cervix. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The malfunction is filed under (B)(4).